Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. The patient was at school and developed shakiness and the feeling he was unable to stand. The patient went to the school nurse who performed a bg which was 57 mg/dl. The patient¿s cgm displayed 89 mg/dl at the time. He was given juice and candy and an unspecified amount of time later, he felt better. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.